Manufacturer narrative:
(B)(6). One 5.5 mm pk sa healicoil anchor system was returned for evaluation. A video of the procedure was also supplied. Review of the video confirmed the reported pull-out of the anchor. Visual assessment of the anchor confirmed the proximal threads of the anchor have broken off and were not returned. Due to the anchors condition dimensional assessment is prohibitive. As reported the patient had poor bone quality and osteoporosis. Per the device IFU under precautions ¿bone quality must be adequate to allow proper placement of the suture anchor. Inadequate bone quality could result in loss of fixation or pullout of the suture anchor¿. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff procedure it was reported that the site was prepared tapping it. During the surgery, it was evident there was a former suture. The surgeon passed the first suture anchor, fixed and tied it, and then the surgeon decided to pass another suture in order to properly secure the tendon. He prepared another place by tapping it. He passed the anchor, but due to the poor quality bone condition, the anchor did not fix properly. The surgeon tried to tie the anchor, but the anchor broke. He removed all the broke device parts and decided not to fix the other suture. It was reported the proximal portion of the anchor broke. The procedure was completed but the surgeon decided not to use the backup device. There was a 15 minute delay and the patient was noted to be okay post-procedure. Additional information received from the site on (B)(6) 2015 indicated the hole was left empty.